Event description:
I had essure permanent birth control implanted in 2008. In the (B)(4) of 2014, I began having allergic reactions to a sealant used on my eyelash extensions (ptfe) which required prednisone to clear up due to my eyes swelling shut. I also started having quite a lot of bleeding between my periods at this time. The problem with my eyes continued into the winter of 2015 which required a referral to an allergist along with allergy testing. The testing showed allergies to gold, nickel and eye shadows that I have used for years. These overshadows all contained ptfe. My bleeding got worse and worse and I eventually had to have a hysterectomy. I found out at that time that the coils used in the essure implants are coated in ptfe. I believe my medical issues were caused by the essure implants.